Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6). Reporter address line 1: (B)(6).

Event description:
It was reported that the patient had a low voltage alarm while at home connected to external power. The patient's power module patient cable had been exchanged and the issue was not resolved, so the system controller was exchanged in the clinic.

Event description:
The alarms resolved with the system controller exchange.

Manufacturer narrative:
Incidental findings: main pcb damage (fuse f4); this did not affect functionality of the controller while in primary mode, and fluid ingress of the power cables. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed during evaluation of the returned heartmate ii system controller (serial number: (B)(6)). A log file was downloaded from the controller upon its return, containing information spanning approximately 16 days (696:3:46 to 708:12:20 in a days: minutes: hours format). Intermittently throughout the data, atypical low voltage alarms were observed. These alarms activated due to the rsoc of either power cable fluctuating to a value below the designed alarm threshold. These alarms did not impact the ability of the controller to operate at pump at the set speed, as the pump maintained a speed above the low speed limit until the driveline was disconnected at timestamp 708:12:20. During functional testing of the returned controller, the controller was connected to multiple power sources and was able to perform as intended each time. Atypical low voltage alarms were not able to be reproduced. However, further inspection of the system controller revealed that both power cables had increased resistance values. Wire fatigue was identified in a multitude of wires, including those associated with the positive and negative power lines. The root cause of the reported low voltage alarms was determined to be related to the wire fatigue observed the controller¿s power cables related to the repetitive flexing of the cables over time. Review of the device history record for (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The hmii patient handbook instructs users to regularly inspect their equipment for damage, including the system controller and its power cables, and to obtain replacements if necessary. The patient is also instructed to never submerge the lead or any system components in water or liquid. The hmii patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.